Event description:
It was reported that the patient experienced inadequate pain relief from the superion indirect decompression (ID) spacer since date of implant. The patient underwent a procedure where the spacer was removed from lumbar four-five, and a laminectomy was performed. Physical analysis of the ID spacer was not performed as it was retained by the facility. The patient did well post-operatively.